Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received a vibratory notifier for high out of range pacing lead impedance. An asymptomatic patient was presented in clinic. Device interrogation revealed high out of range pacing lead impedance. Increase in capture threshold was also noted. The patient recently fell down and landed on the chest. The physician decided to continue to monitor the patient.